Event description:
This is filed to report prolonged hospitalization, endocarditis, recurrent mitral regurgitation, heart failure it was reported that the initial mitraclip procedure was on (B)(6) 2020 to treat functional mitral regurgitation (fmr) with a grade of 4. One clip was implanted, reducing mr. Then on (B)(6) 2021, the patient returned for a follow-up and mr was 1. In (B)(6) 2021, the patient started dialysis and was hospitalized for heart failure. On (B)(6) 2021, the patient developed a fever. On (B)(6) 2021, endocarditis was confirmed. The next day, the patient was transferred to another hospital. Mr increased to 4. On (B)(6) 2021, the clip was confirmed to be stable on both leaflets. The cause of the increase mr was due to the valve developing warts from the endocarditis. The patient underwent surgery and the clip was explanted. The patient is stable. No other information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported mitral regurgitation (mr) appears to be due to endocarditis. The reported fever also appears to be related to endocarditis. A cause of the reported endocarditis and heart failure could not be determined. The reported patient effects of mr, endocarditis, fever and heart failure are listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported medical intervention, hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Estimated date.